Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0057955, medical device expiration date: 2025-03-31, device manufacture date: 2020-04-24. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were found to not function during use. The following was reported by the initial reporter: "it was reported that needles are defective. Verbatim: email received¿2020-10-19 16:41:04 lg hello, here is the info you requested: bd nano ultra-fine pen needles (4mm x 32 g) lot # 0057955 defective needles in the last 3 boxes I have used (not just this one) prefer email communication: email received¿(B)(6) 2020 15:00:05 lg I have been using your bd sterile needles 32 g x 5/32" since august. In every box I use, there at least 10-15 needles that do not work. What type of quality control do you use? I am paying out of pocket for needles that don't work¿ which is dangerous".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were found to not function during use. The following was reported by the initial reporter: "it was reported that needles are defective. Verbatim: email received: (B)(6) 2020 16:41:04 lg hello, here is the info you requested: bd nano ultra-fine pen needles (4mm x 32 g). Lot # 0057955. Defective needles in the last 3 boxes I have used (not just this one). Prefer email communication: email received: (B)(6) 2020 15:00:05 lg. I have been using your bd sterile needles 32 g x 5/32" since august. In every box I use, there at least 10-15 needles that do not work. What type of quality control do you use? I am paying out of pocket for needles that don't work¿ which is dangerous".